Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 90 units after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 135 mg/dl. The customer loaded a new cartridge and received an additional inaccurate display of 90 units. Troubleshooting with tandem technical support showed that the cartridge was being filled with cold insulin. Reportedly, the customer leaded a new cartridge successfully and received an accurate fill estimate. Insulin delivery was resumed.